Event description:
A welch allyn sales rep reported his demo unit indicates a defib comm error code. No pt involvement.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused by a weak connection between an ic (integrated circuit) chip and its associated socket. This serial number is identified but was not recovered by the mrl corporation during the recall effort for corrective action. Replacement of the defib circuit board assembly conforms to the recall corrective action. Upon completion of repairs, the device performs to specifications. The device was repaired and returned to the customer.